Event description:
The customer reported that the system has poor image quality.

Manufacturer narrative:
(B)(4). The ge service rep replaced the image processor pcb. The system operates at this time.